Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, g3, g6, h2, h3, h6, h10. The following sections were corrected: e1, e2, e3. The complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned device showed signs of use and was fractured. Further analysis determined that the cause of the fracture was consistent with overload failure. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the persona cr impactor had fractured as femoral implant was being impacted on. No impact to the patient. Attempts have been made and no additional information has been provided.